Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2013). The patient¿s meter and test strips have been returned on 8/9/2013 and 7/22/2013, respectively, and evaluated by lifescan product analysis on 8/13/2013 and 8/16/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) in (B)(4) alleging her onetouch ultramini meter was displaying an ¿error 2 strip issue¿ message. According to the ot ultramini owner¿s manual, an error 2 could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the evening. The patient reported she did not test all day due to the alleged issue. The patient reported using non adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported at 5 pm after the issue first occurred, she felt symptoms of ¿shaking, sweating and feeling week¿. The patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca was able to determine it was not the first time the meter had been used. When the power button was pressed, the error 2 message did not appear. The cca confirmed the patient was using the correct test strips. The patient¿s testing process was correct. The alleged issue was not resolved with a retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she was unable to test and therefore developed symptoms suggestive of hypoglycemia.